Event description:
The customer reported elevated troponin I (accutni) results, for two patients involving access 2 immunoassay system. Subsequent testing on an alternate unit produced lower results, within the normal reference interval. The non-reproducible results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed preventive maintenance (pm) and installed a pm kit. The fse discovered several clips with stretched legs and replaced the clips. The fse replaced the incubator belt as it was tight and rattling. The fse replaced wash wheel bearings. Further investigation of the instrument showed evidence of spillage in the incubator track, the fse cleaned the spillage. The fse performed a passing system check and quality control (qc) was within the customer's established limits. The unit conformed to the manufacturer's published performance specifications. Quality control was within the customer's set specification with no issues.